Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal set-up joint (psuj) and distal set-up joint (dsuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start pre-anesthesia of a da vinci-assisted urology surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting assistance by the customer to report a non-recoverable error 319 on arm1 when setting up for the case. Prior to calling tse, the user attempted a restart of the system but the issue remained. Tse guided caller to connect the ethernet cable for log visibility, arm was disabled and the dv was ready. Tse review logs and could view the reported error on armnet 1, first reporting node was the distal set-up joint (suj). Tse guided the caller to power down the system and complete an emergency power off (epo) of the patient side cart (psc), issue persisted on power on. Tse advised caller to position arm 1 out of the way so it may not impede a 3-arm configuration for the clinical procedure. The caller will liaise with the surgeon to determine if the surgery will commence with 3-arms. Tse advised that a manual setup of the psc will be required as there will be no automated docking or targeting available in a 3-arm configuration, also integrated table motion (itm) will not be available. There was no patient harm, adverse outcome, or injury. Intuitive surgical (is) obtained the following additional information regarding this event: the procedure was aborted; there was no procedure delay as the robotic procedure was rescheduled, and there was no injury to the patient.